Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit his left side of the head on the ground. The ear pinna was slightly bleeding. The implant area was slightly swollen. The patient could not hear with the implant, even after exchanging the processor. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The user fell and hit his left side of the head on the ground. The pinna of the ear was bleeding slightly and the implant area was also slightly swollen. The patient could not hear with the implant, even after exchanging the processor. The patient has been re-implanted.